Manufacturer narrative:
One sample and three photos received by our quality team for investigation. Through visual inspection, black particle is observed on the tip of the syringe and inside the syringe, within the fluid path. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Characterization testing was performed and found the particle was consistent with material from the stopper. Based on the team's investigation, possible root cause is associated with improper cleaning of the stopper causing them to detach and adhere to another stopper. Manufacturing personnel will be notified of this incident to increase awareness of this matter and machine will undergo routine cleaning. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 303310, batch # unknown. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim from customer, we had a 20ml syringe that was used in the or today. It has a piece of the rubber seal that was in the medication/solution they were going to use, floating. Pictures are attached above. I have the syringe in my office. Below is the report with the product information. The packaging was tossed already, so unable to give a lot number from what I was told. Additional information received on 07nov report ID: (B)(4). Reported issue: small piece of rubber from syringe stopper found in medication pulled up into syringe. Reported date: 11/05/24. Urgent department: 6210 surgery / or. Item description: bd 20 ml syringe. Procedure delayed? No. Was a patient effected? No. Sem done? Enter the sem report number: instrument processing: no l#: mfg name: bd 20 ml syringe mfg #: 303310 lot #: n/a - uncertain: packaging not kept issue reported by: report by email: xxx item will be sent to: or desk resolution: report will be forwarded to: